Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported viperwire was placed into left anterior descending (lad) artery across the lesion for atherectomy. Atherectomy was performed to lesion without issue. Atherectomy device was removed from body without issue or resistance. An otw trek balloon was inserted over the viperwire. The physician noted wire tip to be "curved up on itself" at this time. When balloon was advanced further, wire was removed. Distal wire tip was noted to be retained in the apical lad at this time. Wire was noted to be too far distal per physician, and wire was retained in patient. Another interventional wire was placed to complete the procedure; lesion was stented without issue.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to operational context. The guide wire was returned fractured near the spring tip which was not returned. Scanning electron microscope (sem) analysis of the fracture face shows evidence of ductile torsion. The exact cause of the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, 11 no longer apply) correction: b6 (added year) d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported viperwire was placed into left anterior descending (lad) artery across the lesion for atherectomy. Atherectomy was performed to lesion without issue. Atherectomy device was removed from body without issue or resistance. An otw trek balloon was inserted over the viperwire. The physician noted wire tip to be "curved up on itself" at this time. When balloon was advanced further, wire was removed. Distal wire tip was noted to be retained in the apical lad at this time. Wire was noted to be too far distal per physician, and wire was retained in patient. Another interventional wire was placed to complete the procedure; lesion was stented without issue.